Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump became unresponsive and stopped all insulin delivery. The pump did not turn back on for two days while plugged into a power source. After the pump turned on, it was once again noted to be unresponsive. The customer's blood glucose (bg) was impacted, elevating from 100-300 mg/dl. The customer administered insulin pen injections to address their bg. Reportedly, the customer would use insulin pens as alternate insulin therapy.